Event description:
On (B)(6) 2011, the kci representative reported that the rotoprone display screen was not responding and the nurse were unable to prone the pt. There was no reported pt injury. On 05/26/2011, after the complaint investigation, kci was able to determine that the bed would not rotate to prone.

Manufacturer narrative:
The bed was tested per quality control procedures on (B)(6) 2011, and met specifications. The unit was placed with the pt. On 05/26/2011, kci's initial complaint investigation indicated that the bed could not rotate to prone.